Event description:
The incident was reported as: the skin stapler arrived partially engaged with a staple sticking out and it ripped the tech's glove. No injury or intervention reported.

Manufacturer narrative:
There is no device sample for investigation. The investigation results are not available at the time of this report.